Event description:
It was reported that the implantable pacemaker noted an atrial under sensing. Boston scientific technical services (ts) suggested to adjust atrial sensitivity. This device remains in service. No adverse patient effects were reported.